Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was extracted due to a systemic infection. The patient received antibiotic therapy, and a new system was placed approximately one week later. No further patient complications have been reported as a result of this event.